Event description:
It was reported that an orif (open reduction and internal fixation) of a fracture of the ankle was performed in 2001. Vicryl was used to close the subcuticular layer. The skin was closed with staples. The next month, the pt presented with increased pain on the joint. This was considered to be normal by the physician. Two days later, after showering, the pt noted that the suture line was edematous and erythematous. Pt reported to the physician that pt had been able to express a small amount of clear yellow fluid. The physician felt this was a foreign body reaction. The pt was started on levaquin as a precaution. 12 days later, after an increase in activity and allowing the lower extremity to rest in a dependant position for extended periods, the pt presented with an increase in pain, and an increase in the erythema and edema at the suture line. The physician expressed purulent drainage from the line and simultaneously, a piece of vicryl suture was expelled. Pt temperature was 99.4 f at this time. The exudate was cultured. The pt was changed to cipro from levaquin (only because the physician had run out of the cipro), pending results of the culture. Prior to culture results, the pt visited an emergency dept. A resident in the emergency dept started the pt on a course of IV antibiotic: rocephin. Later, the physician received the culture results, and she switched the pt to vancomycin: 1 gm IV bid for 10 days.